Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted setscrew marks and drag marks. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient presented with beeping tones in the middle of (B)(6) 2015. During a follow up it was noted that the pacing impedances measurements were high and out of range starting in (B)(6) 2015. The pacing thresholds appeared normal. The right ventricular (rv) lead was explanted and will be returned. No additional adverse patient effects were reported.